Event description:
Device was distributed through unintended channels to end users not authorized or trained to use the product - the product is labeled for prescription use only. Although no adverse events have been reported, this misdistribution may present a risk of use error or misuse. Upon being contacted by the FDA on 02 feb 2024, it was decided by wondfo USA that a corrections and removal report needed to be filed, this report# 3007606081-04/19/24-001-r was filed on 19-apr-2024 to remove affected units from the market. This MDR is being submitted retrospectively following internal audit review and in alignment with postmarket surveillance and FDA reporting obligations.